Event description:
It was reported to bsc/target that during the procedure the gdc 10-3d shape synerg detection circuit became detached from it's pusher wire without any current. According to the info received through the complaint notification form the condition of the pt was not related to the device.